Event description:
Discordant, falsely low sodium, potassium and chloride results were obtained on a dimension exl 200 instrument for one patient. The discordant results were not reported to the physician. The sodium was repeated on an alternate instrument and resulted higher. The customer also repeated the sample on (B)(6) 2013 and that sodium result was higher. Repeat data for potassium and chloride results were not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse determined that the cause of the discordant sodium, potassium and chloride results was unknown. The cse flushed the sample tubing from the clot detect printed circuit board pinch outlet location through the probe. The cse also primed the pump panel and replaced the sample and pump panel tubing and ran precision. The instrument is performing according to specifications. No further evaluation of this device is required.